Manufacturer narrative:
No trend analysis could be conducted due to insufficient information provided. Cause of complaint could not be found.

Event description:
End user emailed customer service stating that "the syringes are defective". Product information is unknown, user could not be contacted for more information.